Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: surgical intervention. It was reported that a physician attempted arteriotomy closure using a proglide device after an interventional procedure. Reportedly, the proglide device failed to successfully close the femoral artery. Surgical repair was performed to close the femoral artery. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.